Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. Insulation degradation was noted at 4.5 cm from the connector pin, on the proximal segment returned. (B)(4). (B)(6).